Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. However, it was discovered that the device's display is blank. The lcd is not working. The lcd screen was replaced to address the issue. Additionally, not related to the issue the device's rear case, front case, handle, and exhaust fan assembly were damaged and were all replaced.

Manufacturer narrative:
The manufacturer previously reported information that the device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. However, it was discovered that the device's display is blank. The lcd is not working. The lcd screen was replaced to address the issue. Additionally, not related to the issue the device's rear case, front case, handle, and exhaust fan assembly were damaged and were all replaced. The device problem code and recall (z) number were omitted from the original report, and they have been updated in this report.